Event description:
Per the clinic/audiologist/surgeon, it was reported that the patient underwent revision surgery on (B)(6) 2025 under general anesthesia, in order to convert the patient to a transcutaneous osia implant system due to feedback issue with the device. During the procedure, the implant magnet was removed and an implant was placed on the internal fixture.